Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation, thickened leaflets, and a papillary muscle rupture which caused a flail for a mitraclip procedure. The patient presented as an in-patient and had been in cardiac shock for over a week, was on a balloon pump, and was tachycardic. It was noted that imaging was challenging due to the anatomy. During the procedure the first xtw clip was placed lateral to a2p2 and after deployment the clip detached off the posterior leaflet. A single leaflet device attachment (slda) occurred. A second xtw was placed on the medial to first clip, central to a2p2. While grasping, the anterior gripper was not coming down and was not functioning. The grippers were cycled and the clip was locked and unlocked. The gripper was functioning. The device was moved on to deployment. There was good mr reduction and the first clip was stabilized. As the first lock test performed, the clip opened slightly at 5 degrees. After removing the lock line during deployment efaa, the clip opened up to 50 degrees. The mr returned. It was decided to transfer the patient to surgery. The patient did not present with any clinical signs or symptoms. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) associated with the clip detaching from the posterior leaflet appears to be related to patient conditions and due to thickened leaflets. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to patient anatomy. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report. It was decided to place the patient on extracorporeal membrane oxygenation (ECMO) due to the pre-existing condition and to prepare the patient for surgery. The patient did not present with any clinical signs or symptoms. The patient was stable. On (B)(6) 2024, mitral valve repair was performed. No additional information was provided.